Manufacturer narrative:
(B)(4).

Event description:
It was further reported there were no difficulties during the implant procedure. There were no partial or full recaptures performed. They have not been able to confirm there was an actual hole in the device; however, the two echo physicians feel like it is a hole. The maximum measurement obtained on transesophageal echocardiogram was between 1.2mm and 2.4mm. There was no evidence of thrombus formation due to the hole.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a hole in the device. In (B)(6) 2017, a 24 mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The patient returned for their 45 day follow up in (B)(6) 2017. The physician believed there was hole in the closure device. No patient complications were reported and the patient's status is fine.